Event description:
A .035" guidewire kinked, resulting in an endomyocardial puncture.

Manufacturer narrative:
Reportedly, the product was discarded at the hosp and will not be returned for evaluation and testing. This file is considered closed.